Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer did not hear the high and low blood glucose alerts. Review of pump data by tandem technical support revealed that the alerts had occurred and were present in the pump logs; however, it could not be confirmed if the alerts were audible. In addition, review of the pump history show that the alerts were acknowledged and cleared by the user. Reportedly, the customer's blood glucose level was below 70 and above 200 (mg/dl). Reportedly, the customer continued using the pump for insulin therapy.